Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump battery was depleting rapidly. Customer fully charged pump and upon follow up, tandem technical support informed customer that battery was depleting as expected. Customer acknowledged information. Customer's blood glucose was not impacted.